Event description:
Leaflet disruption, regurgitation.

Manufacturer narrative:
F6. Unk; f7. Unk; f8. Unk; f11. Unk; f10. Device code: 1077. H3: evaluation of the valve in co's laboratory revealed calcification within each cusp with a large calcific cluster noted at the attachment site between the right and noncoronary cusps which resulted in stenosis of the effective orifice area, multiple disruptions, including detachment of the noncoronary cusp, as well as incomplete coaptation. Host tissue overgrowth encroached onto each cusp, contributing to stenosis of the valve. Mechanical disruptions were noted in each cusp which appeared artifactual of explant. X-ray analysis revealed calcification within the aortic wall and belly of each cusp. Additionally calcification was noted in the free margins of the right and noncoronary cusps. Stent distortion was noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for the symptoms noted clinically. H6: x-ray analysis = 86.